Manufacturer narrative:
(B)(4). No further intervention is planned at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited varying shock impedance measurements from zero to 200 ohms. Coil to can had acceptable measurements and an induction was performed. The patient was successfully converted with in range shock impedance measurements. No additional adverse patient effects were reported.